Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the previously reported chart regarding how stimulation felt if leads were reversed was not in regards to this case. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-mar-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 29-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). The manufacturer representative reported that the connectivity check showed all contacts as red. When impedances were checked the majority of them were out. The patient had no falls or traumas but did note he hadn¿t felt stimulation in the past few months. Troubleshooting reviewed how to look for viable programming options and it was mentioned that a revision may be in the future for the patient. Additional information received from the manufacturer representative reporting that the cause of the issues was unknown. The patient was scheduled to have the implant replaced with a possible lead revision on (B)(6) 2020. The event was not resolved at the time of the report and the implant was placed into MRI mode so the patient could have an MRI. Additional information was received from the manufacturer representative (rep). It was reported that the rep called while they were inter-operative. They were replacing the ins and were getting >40,000 ohms on all contacts. They were getting high impedance with the ins and when they tested the leads with a wens. The rep reported that the patient also had high impedances with the old ins. Because the rep was inter-operative, not all event details were obtained. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97714, serial# (B)(4), implanted: (B)(6) 2017. Product type implantable neurostimulator product ID 977a260, serial# (B)(4) implanted: (B)(6) 2017. Product type lead product ID 977a260, serial# (B)(4) implanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the event was first observed on (B)(6) 2020 when the patient had an MRI check and only (B)(6) electrodes were under 40,000. The hospital was currently in possession of the explanted ins. The cause of the high impedances was unable to be determined, the patient denied any falls or trauma. The patient would get a lead revision in (B)(6) and the leads would be sent back for analysis. There were no symptoms reported by the patient. When the patient was seen at the office on tuesday ((B)(6) 2020) all the same issues persisted, and electrodes were red, and impedances were >40,000. Additional information was received from the rep wanting information from their previous call. Technical services also sent a chart on how stimulation was felt if the leads were reversed in the wrong part.